Event description:
Boston scientific received information that this right atrial (ra) lead dislodged soon after implant in 2008 but physician elected to monitor. At a recent follow up, increasing bradycardia and increased pacing percentages were observed. The physician elected to attempt repositioning the ra lead to restore av synchrony. At the procedure, the physician found the subclavian veins occluded and was unable to reposition the lead. A lead extraction was scheduled. There were no adverse patient effects reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.